Event description:
Caller states patient reportedly received result of 246 mg/dl on the inform system and 40 mg/dl on lab value within 10 minutes. About an hour alter, the patient's blood glucose result on the inform system was 156 mg/dl; result on lab value was 39 mg/dl. Low blood glucose symptoms were reported with both comparisons; the patient was treated with d50 based on lab values. Requested return of suspect device and replacement was sent.